Event description:
Boston scientific received information that this right atrial lead was exhibiting high pacing impedances and undersensing. No further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.